Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the charger does not communicate with the ipg. A replacement charger was sent to the pt and same issue was observed. It was also reported that the pt programmer (pp) no longer communicate with the ipg. A device replacement is being considered.